Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure (ess205) inserted. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (getting hysterectomy in (B)(6) 2015). Essure (ess205) was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.